Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported case damage; both case halves were broken and damaged. It was noted there was evidence of non medtronic personnel disassembling and reassembling; all bosses in upper case were broken and glued. There were gaps between the case halves. Analysis also found the battery contacts were corroded and rusted. Blood contamination was found throughout the battery compartment on both case halves. Inside walls of case halves were corroded and contaminated. Battery release, battery release o-ring, release spring, and battery drawer were contaminated. Lead flex cover, main printed circuit board, and battery flex were corroded. One bail cover and ring cover were broken. One bail cover, one case screw, both bails, and the ring were missing. Keyboard window was scratched and the battery drawer o-ring was broken and contaminated. (B)(4).

Event description:
It was reported the epg (external pulse generator) fell and fractured the outside (external plastic is broken). The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.